Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms and a driveline disconnect can be confirmed based on the submitted log file. The log file contained approximately 28 hours of data, spanning from 10sep2019 to 11sep2019 which captured numerous and continuous low flow alarms through the log file, where the calculated flow was captured as 2.4 lpm or lower. At the end of the log file the driveline was disconnected from the system controller. Besides these events, the device appeared to be operating as expected at the set speed of 8800 rpms. Pump, flow, and pi ranged from 3.6-4.2 watts, 2.3-3.3 lpm, and 5.4-7.1, respectively. A specific cause for the low flow alarms and for the driveline disconnect cannot be conclusively determined. Multiple requests for additional information was sent to the customer. The patient remains ongoing on vad support. No product available for investigation. The heartmate ii lvas IFU explains that pump flow is estimated based on pump power. This IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 17.1 "unique treatment issues" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 13.4, "alarms screen," outlines system's advisory and hazard alarms and how to respond to them. The IFU also explains that disconnecting the driveline from the system controller will result in a loss of pump function. Section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, addresses all alarm conditions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experienced low flow events on (B)(6) 2019 and (B)(6) 2019 with a driveline disconnect at the end of the log file based on the log file review by the manufacturer's technical service representative. No further information was provided.